Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The lead was diagnostically imaged prophylactically. No electrical anomalies were detected. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.